Event description:
It was reported that a pump indicates the door is not closed when it is closed. It was also reported that there was no pt involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed the reported of "pump indicates that the door is not closed when it is" to be caused by cracked threaded insert bosses and raised threaded inserts causing separation between front case and mechanical assembly. The evaluation also found loose hardware that secures the mechanical assembly into the front case. The front case assembly will be replaced.